Event description:
It was reported that the patient underwent a surgical intervention during which a titan device was explanted and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).